Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the hand controls on surgeon side console (ssc) 2 could not be used. The system encountered a recoverable fault at startup. The user disabled master tool manipulator right (mtmr) 2. The caller then switched to ssc1 and proceeded with the surgery. Intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and found errors pointing at post on ssc2 failure due to power button stuck error and possibly caused the related mtm faults. The procedure was converted to another ssc with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced the power switch to resolve the issue. The isi fse also replaced the foam armrest and side armrest. The system was tested and verified as ready for use. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.